Event description:
Caller states that she obtained the following results in back to back testing within 5 minutes on the same device: 491mg/dl and 141 mg/dl . No adverse event reported. No treatment received.no quality controls were used. Requested return of suspect device and replacement was sent.